Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unkown), the device would intermittently not power up. Once powered up the device displayed a "defib fault" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for investigation. The reported problem could not be duplicated with the device. The device was put through extensive testing without duplicating the customer report. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence of a device reset. The logs did show a low voltage shutdown, which may have appeared to the customer as a reset. Analysis of reports of this type has not identified an increase in trend.